Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a detached cannula from the applicator during insertion of the sensor. The sensor was inserted into the abdomen on (B)(6) 2017. No medical intervention was reported. Additional event or patient information is not available. No product was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and found that the cannula can be confirmed detached and it is due to either an insufficient amount of glue in the cannula carrier glue well or an insufficient bond between the cannula and cannula carrier. The root cause was determined to be a manufacturing error.